Event description:
The olympus (osh) field service engineer was informed that the customer evis lucera colonovideoscope had a clogged nozzle. The event was identified during inspection before use (patient no under anesthesia). There was no more than a 15-minute delay as the facility completed the intended enteroscopy procedure with another similar scope. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The referenced scope has been serviced/repaired once in the past year for a leak in the insertion tube. The scope was returned to for repair. The evaluation confirmed the customer¿s reported issue as the air/water nozzle was found blocked with foreign debris (yellow colored substance) attributing to restriction in the air/water flow. The cause of the customer¿s issue could not be confirmed. However, the investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. If additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been caused by foreign debris such as body fluids which clogged in the nozzle due to inappropriate reprocessing after the previous procedure. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual_ preparation and inspection -inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. -inspection of the endoscopic system * inspection of the air-feeding function * inspection of the objective lens cleaning function" the user can detect the suggested event properly by handling the device in accordance with the following IFU: "-reprocessing manual_ cleaning, disinfection, and sterilization procedures flush water and air into the air/water channel_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. -cleaning, disinfection, and sterilization procedures with the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned *flushing detergent solution into the air/water channel *presoak for excessive bleeding and/or delayed reprocessing after each procedure" olympus will continue to monitor field performance for this device.